Manufacturer narrative:
Device passed displacement test. Pump error 53 found in the pump history due to software error. Device alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm. Customer¿s blood glucose level was 320 mg/dl. Customer was able to clear the alarm and was also able to rewind the insulin pump. The hardware low level failure alarm occurred during the self test. The device will be returned for analysis.